Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . No problems or issues were identified during the device history record review. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample was received; therefore, visual and functional testing could not be performed.the reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Additional information was provided by the customer that the issue occurred during testing. There was no patient incident.

Event description:
It was reported that a smiths medical pump was double beeping. No adverse patient effects were reported.